Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" according to the customer: "patient attended dpu for their routine infliximab infusion. The medication was checked by 2 nursing staff-- correct patient, dose, correct prescription, expiry date, packaging intact. The infusion is given via the braun pump. Again 2 nurses must check the volume to be given and the rate this must be given at. In this incident the 450mgs of infliximab in 250mls of normal saline 0.9% total volume 295ml was given over an hour. The information was put into the braun pump. After 1hour approximately half the infusion remained in the bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.